Event description:
Patient was transferred to ICU from or on the ventilator. After the ventilator was plugged into the wall, it showed a message that the compressor was inoperative. It was also noted that the heater was not working.the device was checked by biomed. The circuit breaker within the device for the compressor and the humidifier/heater was tripped. Once the breaker was reset, the unit began working as expected.